Manufacturer narrative:
Of the 8 allegations of a malfunction, 5 pumps were returned to animas and investigated. Of the investigated pumps, 1 was found to be malfunctioning due to a crooked display screen. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 8 malfunction events. A review of the events indicated that the one touch ping model pump experienced a misaligned issue. These reports were received from various sources. The patients associated with this allegation ranged from 9-73 years of age and between 130 and 200 pounds. Of the reported patients, 2 were male, 6 were female, and 0 were unknown.